Event description:
It was reported by the customer that their biopsy driver motor works intermittently. When they advance the cutter it turns on then off again. The case was stopped and the pt will be scheduled for an open surgical biopsy.